Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 19137308/19137308, UDI: (B)(4), UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 19298123/19298122, UDI: (B)(4), UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 19131466, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.